Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent damage was unable to be confirmed. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances and only the stent implant was returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention in a de novo, moderately calcified, 70% stenosed lesion, the 2.25 x 28 mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the anatomy, which resulted in a flared stent strut. Another sds was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. Were reported. Device analysis revealed only the stent implant was returned for analysis. The stent delivery system was not returned. It was confirmed with the account that resistance was felt during retraction of the sds from the anatomy. After retraction of the device a flared stent strut was observed. The physician further manipulated the stent on the balloon which resulted in the stent implant completely dislodging from the balloon. No additional information was provided.